Event description:
New information received on 14 oct 2020, indicates that the lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with ventricular noise reversion episodes caused by right ventricular lead noise and oversensing. No resolution was reported and the patient was stable.